Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issue.

Event description:
The MFR received info alleging a ventilator failed to charge its batteries. The device was not in pt use.